Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the right and left common femoral veins (rcfv and lcfv) using two proglide, one at each access site, after an ablation procedure using a 6f sheath in each vein. Reportedly, a cuff miss [suture retrieval] issue was noticed for the first proglide used in the rcfv and lcfv. Another proglide was used at each access site to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.